Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: contamination was observed under the "down" button contact. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: contamination was observed under the "down" button contact. The "up" "down" and "ok" button symbols were found to be worn. The keypad was found to be intact. All of the keypad buttons were found to be responding during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.